Event description:
It is reported that the end-user developed a rash to the skin under mass up to one and one half inch (1.5 inch) around stoma. It is further reported that three (3) months ago end-user saw a doctor who referred end-user to the ostomy clinic. Lastly, two (2) months ago the staff at the ostomy clinic prescribed end-user a script for treatment with nystatin ointment to be used to peristomal skin once a day.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. It is reported that end-user performs routine skin are as follows: cleanses peristomal skin with water only; uses product# 183910 (stomahesive paste); changes daily and used convatec night drainage jug 027060. Lastly, appliance change procedure and crusting techniques was discussed with end-user, and alternate product samples have been set. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.